Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during investigation, the meter powered up normally and paired successfully with the test pump. An error 1 sub code 204 ¿clock cross check failed¿ was observed in the meter records. A 10 unit bolus was performed from the meter to the test pump. There were no errors received at that time. The complaint was verified in the meter records download but could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/11/2016, the reporter contacted animas, alleging a message meter error 1. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.